Event description:
It was reported that bd syringe 10ml ll bns contained foreign matter. Verbatim: we opened supplier ncr s1020 for 12049-300-02 reva bd 10ml syringe and the consigned material from bd 12049-325-04 reva amcor bags, due to molding defects and contamination in the syringes, and bags with fisheye respectively. Please acknowledge receipt of the attached report and document your investigation in section 2 and corrective actions in section 3.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.